Event description:
Blood glucose meter read 315 mg/dl and went to the dr where their meter tested 106 mg/dl one hr later. No treatment was reportedly received and controls were stated to be testing within ranged. A request was made for the return of the suspect device and replacement product was sent.